Event description:
It was reported that the procedure was to treat a tortuous and calcified right coronary artery. A 4.0 x 16 mm and a 4.5 x 19 mm otw graftmasters were advanced to the lesion to treat a perforation; however they could not cross the lesion. A 4.0 x 19 mm otw graftmaster was successfully used to seal the perforation. The patient was transferred to the operating room (or) for coronary artery bypass surgery (CABG) for ischemia in a different artery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The additional graftmaster, referenced is being filed under a separate manufacturing report number.